Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The exact readings of the blood glucose level were not disclosed. It was reported that the customer was undergoing a routine exam prior to the event. The customer also reported a procedure to the artery subsequent to the event. The customer also requested for a quick serter for the insulin pump. No additional information is provided.